Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a corneal perforation of the endothelium occurred on a patients left eye while inserting a corneal ring. Reporter indicated laser pattern of corneal tunnel had no problem during laser tunnel creation. Reporter additionally mentioned the depth of the tunnel was set at 470 microns, therefore the distance between the endothelium and tunnel was too tight. The ring was removed and ultra violet (uv) crosslinking of the cornea was performed. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, no information has been received. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, no information has been received.